Manufacturer narrative:
***Correction for aware date send on previous emdr, 9617229-2024-04605-02. Correct awareness date for this emdr is 09 may 2024. Photo analysis completion: visual analysis of the photographs identified: ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ edema: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported suspected right-side rupture and "silicon was already spread". Healthcare professional later confirmed right side rupture, "shows wrinkles", and "breast fluid". Additional swelling, asymmetry and pain were reported. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "breast fluid"; "silicone was already spread".

Event description:
Patient reported suspected right side rupture and "silicon was already spread". Healthcare professional later confirmed right side rupture, "shows wrinkles", and "breast fluid". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as fold flow opening. ¿ device wrinkling: wrinkling observed. ¿ pain: unable to observe as it is not related to the device. ¿ wrinkling of the skin: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported suspected right side rupture and "silicon was already spread". Healthcare professional later confirmed right side rupture, "shows wrinkles", and "breast fluid". Additional swelling, asymmetry and pain were reported. Device has been explanted and replaced with a non-allergan device.